Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "case rear rubber gasket between the power supply and the top module and the gasket rear - does not seal." This event was reported to have occurred during use. This event may have interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury if it were to reoccur.